Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the customer was able to charge the pump up to 100%. The customer also reported that the battery gauge was fluctuating. The customer¿s blood glucose was 140(mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.